Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the full lead was returned and analyzed. The lead was not received with the helix fully retracted and the distal conductor distorted and fractured within the connector. The distal conductor has been over-retracted and fractured in the connector.

Event description:
It was reported that during the implant procedure was not possible to extend the helix fully. The distal markers did not come together properly. When attempting to retract the helix with anticlockwise rotations to remove the lead, the helix would not retract fully either. Rotations of the fixation tool did not seem to produce any torque on the helix electrode. The device was not implanted. No patient complications have been reported as a result of this event.